Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. A cuff-miss can be influenced by many factors including, but not limited to, manufacturing, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in challenging anatomies aggressively deploying or removing the plunger and/or inadequate positioning of the foot against the arterial wall. Whether these conditions played a role in the experienced event cannot be verified. A cause for the reported cuff miss could not be determined. To ensure this type of experience is not a result of a potential product related deficiency, in process testing of devices is performed to assure the trajectory of needles in order to prevent this mode of failure. In addition, a sampling of finished devices are tested to verify the functionality of the device. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. Based on the information available, the inspection criteria and the review of the lot history record there does not appear to be any indications of a product quality deficiency.

Event description:
It was reported that a physician, trained in the use of the perclose proglide, attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, a posterior cuff miss occurred. Another proglide was used to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.